Event description:
It was reported the patient possibly experienced a wound infection. The implantable neurostimulator site was palpated. A slight erythema and serious drainage at the ins site were observed. There was intervention with clindamycin 300mg for 7 days. Patient outcome: resolved without sequelae.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer; product ID 355531, lot # n311690, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot # n311514, implanted: (B)(6) 2012, product type accessory.